Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a device follow-up in clinic. Upon interrogation, it was observed that the right ventricular lead had a decrease in r-wave sensing and an old chest x-ray revealed externalization. No intervention has been completed. The patient was stable.

Event description:
New information received indicated that the lead was explanted and replaced on (B)(6)2020.

Event description:
New information received indicated there were no complications regarding the procedure. The patient was stable during and following the procedure.